Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular lead exhibited noise oversensing that was reproduced with isometric postures. It was initially addressed by programming change but eventually, the lead was explanted and replaced. The patient was stable.